Event description:
It was reported that a patient implanted with an impella cp experienced low pump flow. A second impella cp was placed following bicuspid aortic valve. The impella cp was placed in standard fashion through 14 french peel away sheath which was already in place. The wire was removed and the impella cp was started on auto. Flows were 1.2 liters per minute. On fluoroscopy, a kink was found below the outlet window in the same area of previously placed impella cp. The catheter was torqued and remove kink from cannula to resolve the kink. Flows were immediately up to 3.7 liters per minute. The impella cp was sutured in place and dressed accordingly. Swan was placed in the right groin. Following the case, the patient was transported to the intensive care unit. However, the patient expired on impella support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the product kink and the low pump flow has been completed. The subject device was not returned for investigation. Data logs were not provided or retrieved from the remote server. Clinical details indicate that after placement of the second impella cp, flows were initially low at 1.2 l/min. On fluoroscopy, a kink was observed in the cannula below the outlet window, which likely contributed to the low pump flow. After the kink was corrected by torquing the catheter, flows immediately improved to 3.7 l/min. The cause of the low flow was not determined without returned product investigation and sufficient clinical details, including data log. Clinical details further indicate that a kink was observed in the cannula of the second replaced impella cp, seen on fluoroscopy below the outlet window. The kink was resolved by torquing the catheter, resulting in improved pump performance. The cause of the cannula kink was not determined without returned product investigation and sufficient clinical details.